Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) are currently underway. Initial evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use by the patient during the detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate over the programmed detection threshold. Device manufacture date: monitor: 07/14/2015. Belt: 08/21/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. Review of the event indicates that the patient experienced an inappropriate shock the day prior to the death on (B)(6) 2016. The rhythm at the time of the treatment was sinus tachycardia at 165bpm. The heart rate above the programmed detection threshold contributed to the detection. The response buttons were not pressed during the event. The patient was reported to be taken to the hospital via ambulance following the shock where the patient later passed away.